Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analyst noted the lead extends and retracts within specification buts jumps as the helix is extended and retracted. The distal end of the lead is distorted and places pressure on the helix causing the helix to jump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited placement difficulty, and that the screw would jump out after being screwed instead of screwing out slowly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.